Manufacturer narrative:
This complaint was received via maude report. Name of institution and reporter are not known. The maude report states that the sample is available for evaluation, however, it has not yet been returned to manufacturer. If additional information or sample is received, a follow-up report will be sent. Method: other-device history record (DHR) review performed. Results: other-DHR review showed that no issues or discrepancies were found which could potentially relate to the complaint. Conclusions: no evaluation will be performed. Other-no corrective action taken due to lack of sample.

Event description:
The event is reported as: complaint received via maude report stating that item sticks. No patient injury reported.